Event description:
It was reported that there was a separation between the female connector (blue tip) and the main body of the minicap transfer set; further described as ¿the head of the transfer set was detached from the whole body of the transfer set¿. This was identified while disconnecting from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: additional initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a separation between the dark blue female connector and the light blue main body was observed. The silicone tubing was observed twisted inside the light blue main body. Leak testing was performed and no leaks were observed. Clear passage testing was performed and there was no flow through the set. Clamp function testing was unable to be performed due to the twisted tubing inside the main body. The reported separation condition was verified. The cause of the separation was due to inadequate solvent application to the main body during manufacturing. The cause of no flow through the set was due to the twisted tubing. The cause of the twisted tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.